Manufacturer narrative:
(B)(4). Device product code: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total shoulder arthroplasty, the hex driver tip fractured off while driving a screw. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.